Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support assisted the customer in resetting the pump and provided instructions to call back if the malfunction recurred. The customer confirmed understanding and was able to continue using the pump without further issues.